Manufacturer narrative:
Evaluation results: failure to follow instruction ¿ (over inflation of the balloon, balloon was inflated to 16 bar pressure (rbp for amphirion deep is 14 bar)). Inherent risk of procedure ¿ (perforation). Deformation problem (shaft stretched at balloon bond). Evaluation conclusions: failure to follow instruction - (over inflation of the balloon, balloon was inflated to 16 bar pressure (rbp for amphirion deep is 14 bar)). Known inherent risk of procedure ¿ (perforation). (B)(4).

Event description:
Physician was attempting to treat a lesion using amphirion deep. It was reported that the physician encountered inflation difficulties, the balloon was then over inflated to 16 bar pressure (rbp for amphirion deep is 14 bar) but the balloon only partially inflated with an unusually profile observed, a neck was noted on the inflated balloon. It was reported that vessel perforation occurred and a gore viabahn stent was used to treat the perforation. There was no leak or burst noted in the balloon. No further clinical sequelae were reported for this event. Device evaluation: the device was analyzed and a kink was detected on the shaft at 60 mm from the balloon. On the proximal balloon welding a stretched portion of the shaft was detected (about 10 mm). Traces of dried radio opaque solution were detected into the inflation line. Several attempts to inflate the balloon were performed using a manometric syringe filled by water and the radio opaque solution was removed. The balloon was inflated at 8 bar and no leakage detected. No other abnormalities on the device cine image review: the balloon was positioned in the vessel and inflated. During inflation it appeared that residual air bubbles remained in the balloon. Due to the pressure increased during balloon inflation and the flow in the balloon of radiopaque liquid, the bubbles moved and reduced the dimension. It was not possible to evaluate the inflation time and inflation difficulties based on the images returned. No images related to the balloon deflating and device withdrawing were included. Vessel perforation was detected. A stent was positioned and deployed in the damaged vessel.